Event description:
The "right side did not work" on the device. This was noted during set-up, prior to pt use. No specific programming parameters were provided. There were no reports of any adverse pt events while the device was in clinical use.

Manufacturer narrative:
Testing and investigation found the device did not deliver. This was due to the screws used to hold the motor and the gearbox together pulled out of the motor housing. This caused the motor to separate from the motor gearbox.